Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/05/2013 with the following findings: the pump powered on with a fully functional, fully illuminated display screen. A review of the pump history showed multiple call service alarms followed by a low battery warning. Testing was unable to confirm or duplicate the blank display screen issue.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.